Manufacturer narrative:
During follow up with tandem technical support, the customer stated that the high bg was likely due to forgetting to bolus after eating. The customer declined further troubleshooting. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 315 mg/dl and administered manual injections to manage bgs. Additionally, the customer attempted to perform a fill tubing but inadvertently performing a change cartridge and was unable to complete the load process because of receiving a minimum fill notification during troubleshooting. While troubleshooting with tandem technical support, the customer experienced a low blood glucose (39mg/dl). The customer ate a cookie to treat bg level and stated that the cause may be due to taking too much insulin for lunch.